Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event of three large red spots on three different previously used infusion sites on his stomach that itch and hurt. The doctor referred him to the service center. Causal relationship was not reported. The person reporting does not know whether there is a connection. No further information available.